Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. If lot is unknown. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2024. The location of site was the abdomen. Infusion set was used for 2 days. No further information was available.